Event description:
The surgeon was advancing the three piece silicone lens model aq2010v in the msi-tm injector and felt resistance when twisting the plunger so he decided to eject the lens into the sterile tray and noticed the haptic was torn off. There was no pt contact or injury.